Event description:
Rptr writes, "two different ultrasounds, and at two different dates concluded I have a ruptured breast implant (silicone). This was found on ultrasound. A very small hole on the back side of the implant, with a large amount of silicone out in my chest wall and migrating out of the immediate area. It appears I have a large fungus growing inside the implant. Symptoms: immediately after surgery having a discharge from my nipple, severe itching, buking inside my breasts. I have developed a lupus like condition, neuro problems, including difficulty urinating and swallowing, a prolapsed heart valve, irregular heart beat, and an inverted t-wave (no clogged artery). Severe muscle and joint pain (I have a second degree burn on my back from heating pad) and I've recently developed an ms like illness, with necrosis of fat and muscle in my leg and arm, making it rather difficult to function at times. No drs in my town will help me! I do not test positive for any known disease. So they say I'm ok, but I'm not. They will not even discuss breast implants or toxicity." Mentor will not pay for explantation.